Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device has been explanted. Healthcare professional reported later, "capsular contracture baker grade iii/IV".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported later, "capsular contracture baker grade iii/IV". The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device has been explanted. Healthcare professional reported later, "capsular contracture baker grade iii/IV".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/jun/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.